Event description:
(B)(4). I was implanted with a medical device implant called essure in 2008. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 627452. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on 2009. This is a list of my side effects and symptoms that I have experienced due to essure: always in lower back pain, stomach is always bloated (looks like I'm pregnant), stomach cramps a lot, I had a miscarriage in 2013, always fatigued, I have been seen by 2 doctors. The device is still inside of me.